Event description:
(Os 16947) the dentist reported that nearly 3 weeks after the dental implant was installed in intraoral region #5 it was verified its non osseointegration. A 32 ncm of primary stability was achieved and immediate load was performed. Patient presented bone type iii.

Manufacturer narrative:
(B)(4).